Event description:
It was reported that the inside of a y piece connector on two (2) devices were cracked and broke off. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.